Event description:
It was reported that the customer had a crack in the battery compartment of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer did not have the insulin pump with him so no troubleshooting was done. The customer was advised to call back tonight so the insulin pump can be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).